Event description:
The pump was returned for investigation. Investigation revealed that the display was found to be dim. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: black box shows no alarms related to complaint. The battery compartment was cracked from the thread area to case seal. There was no moisture contamination. The battery cap was no returned. Display is faded, discolored and difficult to read. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration.